Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "patient did not undergo essure confirmation test". The patient's concurrent conditions included uterine bleeding. Concomitant products included celecoxib (celexa) since 2016, metformin since 2018 and omeprazole since 2017. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), migraine ("migraines") and headache ("headaches,"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),") and fatigue ("fatigue"). On (B)(6) 2010, the patient experienced nausea ("nausea,") and was found to have weight increased ("weight gain"). On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, migraine, nausea and fatigue was resolving and the abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, headache, dyspareunia and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 160 lbs. Approximate weight at the time of essure placement 150 lbs. Insertion details, specify- first, the tubal ostia on left side was visualized and then essure device was introduced 3 coils noted. Same procedure for right side 4 coils was noted. Discripancy noted in insertion date: (B)(6) 2010 and removal date: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Ultrasound scan: on (B)(6) 2010: clinical history: s/p essure procedure, continuous vaginal bleeding. Pelvis gyn ultrasoud. Impression: 2.7 cm left ovarian cyst. Status post essure procedure. Findings: the uterus measures 4.7 x 5.5 x 8.5 cm. The endometrial stripe measures 3 mm. The left ovary measures 3.5 x 1.7 x 3.4 cm with 2.7 cm cyst. The right ovary measures 1.3 x 3 x 2.6 cm and appears unremarkable. Linear bright echoes seen in the peripheral aspect of the uterine fundus in the myometrium maybe related to previous essure procedure. Recommend clinical correlation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jan-2019: new pfs + mr received- abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), migraines / headaches, nausea, dyspareunia (painful sexual intercourse), fatigue, pain,weight gain, patient did not undergo essure confirmation test were added. Outcome of events abnormal bleeding, nausea, migraines , cramping, pain, fatigue from unknown to recovering/resolving were updated. Concomitant drugs and new reporters were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.